Event description:
The doctor stated that the pt received a cranial implant in 2005 and the surgery went well. One month later, the pt returned for a check-up and the doctor stated that the pt was doing good. The doctor stated that the pt returned three days later and an infection had developed. The doctor reported that the implant was removed on the next day.